Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) undersensed a ventricular arrhythmia resulting in no therapy being delivered. The patient became syncopal. The rhythm spontaneously converted to normal sinus rhythm on its own without external defibrillation needed. The device was reprogrammed to prevent recurrence. The device remains in service.